Event description:
It was reported that while a consumer was using a bd ultra-fine insulin pen needle for an injection, the needle broke off in the patient's injection site. The consumer stated that he went to an emergency department on two separate occasions where he received an x-ray, an ultrasound, and a fluoroscope, all of which visualized the broken needle. A physician made a surgical incision to try and remove the broken needle but was unable to do so and the surgical wound was then closed with sutures. The sutures were removed on (B)(6) 2015. No further medical interventions were reported by the consumer.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot number 4311104. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Pir # (B)(4).